Event description:
It was reported that the ilet wake button intermittently failed to promptly unlock the device, requiring up to approximately 45 seconds to wake, recurring over about a month, and a restart via the ilet mobile app was performed with instructions to send a video for further evaluation. Symptoms included no reported adverse clinical effects and no impact to glucose levels. Outcomes included no medical intervention and no hospitalization. Investigation included informal troubleshooting and user-guided device restart, with request for additional evidence via video to support assessment. Investigation of this case revealed an unresponsive or delayed sleep/wake button behavior consistent with a hardware user interface performance issue, without associated alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence, with potential contribution from intermittent hardware or software interaction.